Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain. False empty detect and use error. Clinician inappropriately set minimum drain volume % setting to low (70%). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she started a manual drain and drained 3700ml from the 2000ml fill. The technical service representative would swap and the hp would call for programming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of overfilled and high drain volume. The pdn said the hp has been instructed not to bypass anything without calling for assistance first. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.